Manufacturer narrative:
Surgical intervention occurred to remove scar tissue and restore range of motion. Poly inserts were exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Surgical intervention occurred to remove scar tissue and restore range of motion. Poly inserts were exchanged during the procedure.